Event description:
It was reported that when using the bd pyxis¿ medbank mini, a drawer failed to open when attempting to issue a medication, but when the user attempted to re-issue, the drawer opened normally. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted into the cabinet, found no issues with the drawers or zones. As the issue was due to pi 55845 and bug 55933, typically presented as a patient screen with no issue button, but it was also reported as an issue transaction that went all the way to requiring a witness and then never opened the drawer. In this example, the end user was unable to issue the medication. The solution to this problem was to have the user fully log out of the cabinet and then log back in. The drawer opened as normal. The system functioned as intended after the technical support specialist investigated the device.